Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubies in drawer 4.1 failed to open. A field service engineer (fse) arrived at the station and found no light emitting diode (led) illuminated on the drawer module printed circuit board (pcb). The fse first replaced the pcb without connecting the drawer controller pcbs, then connected each drawer controller pcb individually. This allowed the drawer to be assigned as module four, and the drawers were successfully tested for proper operation using the hardware test application self-test. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had all cubies along with drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.